Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on initializing peripherals screen. A technical support specialist (tss) remotely connected to the pyxis while communicating with the user and performed a system reboot. The tss confirmed that once the system came back online, access was restored and normal login was successful. The tss advised monitoring the machine for any recurrence of the issue and confirmed customer acknowledgment. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on initializing peripherals screen. However, there were no delay and no adverse events or injuries reported based on this event.